Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. It was reported that the needle plunger popped out from the handle of the device during attempted arteriotomy closure of a common femoral artery. This can be influenced by, but not limited to manufacturing deficiencies and incorrect operator deployment technique. Patient anatomical conditions would not influence this failure. During manufacturing each proglide connector and needle plunger component lot is verified for conformance to height, width and length dimensions, as well as visual appearance. All proglide device lots are inspected to verify that the needle plunger and connector have been properly snapped together. At final inspection all proglide devices are inspected to verify that the needle plunger is correctly inserted into the handle. There was no reported incorrect operator deployment technique, such as opening the packaging tray from the incorrect end or inadvertently dislodging the needle plunger during removal of the device from the packaging tray. Based on the reported information and the inspection criteria, a definitive cause for the reported needle plunger popped out from the handle of the device during attempted arteriotomy closure and associated patient effects could not be determined. A search of the lot history record for the reported lot did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met specifications. A quality control audit inspection is performed to verify product quality. In addition, samplings of units are destructively tested to verify product quality to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that after a carotid revascularization procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, as the device was inserted into the vessel before lever activation, the needle plunger popped out of the device. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.